Manufacturer narrative:
The delivery system (ds) was returned after use in the procedure. The ds was returned locked at the default marker. Full fine adjust and no flexing were used. Loader assembly was over the flex shaft. A review of procedural imagery was reviewed and calcification was present in the aortic annulus and native leaflets. The returned delivery system was fully inspected, and the following was observed:  a leakage on crimp balloon observed, which is proximal to the crimp zone markers due to the pinhole.  A functional testing was performed and upon inflating and deflating the balloon, a leak was discovered on the distal section of the inflation balloon.  Dimensional inspection was performed and the double wall thickness of the crimp balloon was measured.  All measurements met specification.  During manufacturing, the balloons are 100% inspected for any defects. The commander delivery system is 100% leak tested. Additionally, the work order underwent product verification testing as a requirement for lot release.  All testing passed specification. These inspections during the manufacturing process and testing performed during the product verification make it unlikely that a defect in manufacturing contributed to the reported events. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints for balloon leakage. A review of complaint history from july 2019 through june 2020 revealed additional similar returned complaints for the commander delivery system (all models and sizes) for balloon leakage. The complaints were confirmed, but no manufacturing nonconformities were identified during the evaluation. Available information suggests that patient factors may have contributed to the complaint events.  A review of the complaint history revealed that the complaint occurrence rate did not exceed the june 2020 control limit for the trend category. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon leakage was confirmed based on the condition of returned device. However, investigation of the device, complaint history, lot history and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. A review of manufacturing mitigations supported that the delivery system has proper inspections in place to detect issues related to the complaint event. It is unlikely that the delivery system left the manufacturing site with balloon damage, as the balloons are 100% visually inspected at several different steps throughout the manufacturing process and devices are 100% leak tested. In addition, there was no reported difficulty during device preparation. As observed in the provided imagery, there was calcification present in the aortic annulus and native leaflets. Presence of calcification can create a challenging anatomy for the balloon inflation. It is possible that crimp balloon was interacted with calcification. Calcification can compromise the integrity of the balloon leading to the leakage, which was observed. Available information suggests that patient factors (calcification) may have contributed to the complaint events. However, a definitive root cause is unable to be determined. Since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint control limits, a product risk assessment, and a corrective/preventative actions are not required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), the commander ds balloon ruptured during valve deployment when the balloon appeared fully deployed. Transfemoral balloon aortic valvuloplasty (bav) was performed prior to valve deployment. The inflation technique was slow, with 33c volume. There was no injury to the patient, and no difficulty removing the device. The devices are available for return. There was moderate/severe on the native leaflets, within the fused native bicuspid valve. Per pre-deco, the balloon inflated. A pinhole was noted on crimp balloon proximal to crimp zone markers.